Event description:
"Indwelling urinary catheter bag failed. Rn went to empty urine from catheter bag and no urine flowed from spout after manipulation of catheter. Decision made to exchange bag. Upon further inspection, the bag was adhered to the outlet spout preventing any urine from being removed from the bag. The staff were able to remove the clamp and rubber hose from the outlet with no luck of removing the urine or pulling the bag away from the outlet without compromising the bag. Bard catheter sequestered and emptied. Currently on 7-1 with unit col. Catheter placed on np15 prior to transfer to ICU, so unable to get lot number. Product 14fr catheter. Product details to follow."